Event description:
The connection between implant and abutment is deformed. We assume the locator abutment broke at the thread and the screw fragments could not be removed. Therefore the implant had to be explanted.